Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The partial lead was returned in segments, analyzed, and tested out of specification due to a lead fracture. The lead was explanted because the patient had passed away due to ventricular tachycardia (vt) post defibrillation, congestive heart failure and atrial fibrillation (af).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: product ID: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
The partial lead was returned in segments, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.